Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the sensor electrode was missing. Customer¿s blood glucose was unknown. The patient's mother removed a sensor because she took a capillary and another sensor because the electrode was missing. The troubleshooting was not performed. The sensor will be returned for analysis.